Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 3 of 3 for (B)(4). It was reported by the sales rep in (B)(6) that on (B)(6) 2022, the patient underwent the osteosynthesis surgery for the tibial shaft bone fracture with the connecting screw device. It was reported that the drill collided the nail hole and that possibility of the connecting screw deformation was confirmed. According to the report, the drill collided in the distal ml1 hole of the tibial nail advanced nail. It was reported that the drill was in contact with the posterior side of the hole. It was reported that the knee was moved in a flexed position, and a screw was inserted first from the distal ml 2 hole. It was reported that the surgeon went back to the distal ml 1-hole procedure, where the surgeon manually manipulated the protection sleeve to point it forward before performing the procedure, and somehow managed to insert the screw. It was reported that although it was difficult to insert the screw into the distal ml1 hole as described above, the surgeon had been careful not to loosen the connecting screw during the surgery. The surgery was completed successfully without any surgical delay. There were no adverse patient consequences reported. It was reported that after the surgery, the surgeon commented that although the procedure was performed with a parapatellar approach and performed with mild flexion of the knee, it was assumed highly likely that the drill interfered during inserting the screw to distal ml1 because bending and distortion occurred due to the femur applied pressure to the nail due to insufficient flexion of the knee was insufficient. No additional information was provided. This report is for one (1) drill bit ø4.2 calibr l340 3flute f/qc f device. This complaint involves three (3) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 03.010.061s, lot 7l24792: manufacturing site: werk selzach. Release to warehouse date: august 31, 2020. Expiration date: august 01, 2030. Supplier: (B)(4). Non-sterile part 03.010.061, lot 55p9645: manufacturing site: jabil bettlach. Release to warehouse date: august 21, 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.